Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed six conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What structure were clips applied to, and then fell off? Was there any bleeding or leaks that occurred as result of clips not holding after being placed? If bleeding occurred, please quantify amount of blood loss? If bleeding or leak occurred, how was bleeding or leak controlled? Was there any change to procedure or post-op patient care?